Event description:
According to the facility, a nurse was using the viking m this morning to lift a resident. Administrator reported that the nurse was not paying attention as she was lifting the resident, and one of the straps came off the sling bar causing the resident to fall to the floor. No medical treatment was necessary.

Manufacturer narrative:
Safety instructions in the viking m guide, (B)(4) read as follows: before lifting, always make certain that: the lifting accessories are not damaged. The lifting accessory is correctly and securely applied to the patient, so that no personal injury can occur. The lifting accessory is correctly applied to the lifting equipment. The sling's strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. According to the administrator, the nurse was not paying attention as she was performing the lift. He also noted that there was nothing wrong with the lift except that the safety clips were missing on one side of the sling bar. Facility installed new safety latches on the sling bar and the lift is now back in service.